Event description:
Physician reported that a patient complained of pain since essure procedure in 2008. Patient had an x-ray, which showed the micro-insert in the abdominal cavity. Laparoscopy on thirteen days later, revealed that micro-insert had perforated the fallopian tube cornua as a wound was noticed in the right cornua. Operating physician noted that portions of the micro-insert appeared to be imbedded in the appendix and the ileum. The micro-insert and a portion of the appendix was removed. In addition, the patient underwent bilateral tubal ligation. As of the following month, patient has not reported additional pain. A review of the case by a consulting physician noted that the pathology report shows no evidence of appendicitis or a perforation of the appendix itself. If there was truly a perforation or embedment of the device into the lumen of the appendix or ileum, this should have been revealed by the pathology report or some oozing or opening seen in the bowel at the time of the surgery. Any foreign object floating in the pelvis or abdomen will normally attach to some surface which is usually the omentum or fat surrounding the bowel or to the sidewalls. Direct attachment to an organ or bowel is unusual due to the fat surrounding the abdominal organs.

Manufacturer narrative:
From the physician's instructions for use: the following adverse events were not experienced by women who participated in clinical studies evaluating the essure system but are still possible: perforation of internal bodily structures other than the uterus and fallopian tube.

Manufacturer narrative:
(B)(4).